Event description:
It was reported that a stent damage occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous right coronary artery (rca). The lesion was predilated with a 2.5*15 non -bsc balloon catheter. A 4.00mm x 28mm promus element plus stent delivery system was selected and advanced to treat the lesion. However, when the device passed through the rca, it was noted that stent strut was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at the tine of event: 18 years older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified hypotube kinks at various locations along the catheter. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. A visual examination also identified stent damage. The stent was kinked in its mid section with struts lifted. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous right coronary artery (rca). The lesion was predilated with a 2.5*15 non -bsc balloon catheter. A 4.00mm x 28mm promus element¿ plus stent delivery system was selected and advanced to treat the lesion. However, when the device passed through the rca, it was noted that stent strut was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.